Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, 1 of 2 sensors functioned properly however, the remaining sensor was found with the cannula retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The doctor reported via phone call that the sensor's electrode could not be found after the sensor was removed. The customer's blood glucose was unknown at the time of incident. The doctor stated that the electrode may remain in the patient's body. The sensor will be returned for analysis.